Manufacturer narrative:
Phone number removed: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed opts check due to co2 calibration overdue. There was no reported patient involvement.

Manufacturer narrative:
.